Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's electrode is reportedly snaking through the cholesteatoma entering the cochleostomy. The recipient ear has reportedly been cleaned out and the recipient was given ear drops. The recipient will not pursue revision surgery. The recipient will be a non user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a cholesteatoma and electrode extrusion. The recipient's tympanic membrane is not intact and thick discharge is present. The recipient is presenting with no sound perception. Programming adjustments were made, however the issue did not resolve.